Manufacturer narrative:
The product has been returned, but it is in the evaluation process. Upon the completion of the product evaluation, a supplemental report will be submitted with the investigation results. A device history record review was completed and documented that the device met all specifications upon distribution.

Event description:
As reported, during the set-up and before inserting into the patient, the balloon of this fogarty catheter could not be deflated as the IFU states. The procedure could continue by replacing the catheter. There was no allegation of patient injury. Device was available for evaluation.

Manufacturer narrative:
Our product evaluation laboratory received one fogarty catheter with monoject limited volume syringe. No visible damage or inconsistency was found from the catheter body, windings, or returned syringe. The balloon was inflated with 1.2 cc air and the balloon inflated clear and concentric. There is no deflation specification using air as the inflation media. The balloon was again inflated using 0.5 cc water and the balloon inflated clear and concentric and did not leak. Balloon deflation was achieved in 9 seconds by pulling back on the syringe plunger, which is within specifications. The through lumen was patent without any leakage or occlusion. Although the report of ¿balloon did not deflate¿ was not confirmed, the balloon latex surface had crazing and showed signs of latex deterioration. It is unknown whether user or procedural factors contributed to the stated event. It is common clinical practice to inspect the catheter and balloon prior to use on a patient. A balloon that does not inflate or deflate would most likely be discovered upon inspection and the catheter can be exchanged with a minimal delay in treatment. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.